Manufacturer narrative:
Additional information was received the patient was just having discomfort around the ipg site. There was no shocking sensation noted.

Event description:
A report was received that the patient's ipg was hurting her. It was noted that the ipg had moved to the surface due to patient's weight loss. The patient claimed that the device was shocking her. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was noted that the ipg had moved to the surface. The patient claimed that the device was shocking her. The patient will undergo a revision procedure.